Manufacturer narrative:
No sample was returned for investigation. It is unknown how a feeding tube may have caused or contributed to the reported event. Device not returned to manufacturer.

Event description:
The date of the event is unknown. The tube was placed blindly with some resistance but not much during placement. The next day, there was a little resistance when they were flushing the tube with water, but it did not affect the feeding. The third day, they found the tube had punctured the small intestinal wall. This was found under the endoscope before an operation.